Manufacturer narrative:
(B)(4), eval results: (mi, dissection).

Event description:
There were three endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure; one in the proximal lad and two in the mid lad. It is reported that the second stent implanted in the mid lad was to treat a dissection. Adverse event was identified by the (B)(4) and deemed to be consistent with an mi. It was reported that an mi occurred the same day as stent implant. Mi was categorized as a non q wave mi, in the territory of the target vessel. No further details are available. Pt was asymptomatic/free of symptoms at 30 day, 6 month, 1 year, 1.5 years, 2 years and 2.5 years follow ups. Patients cardiac status at 3 years follow up was silent ischemia. (Ref MFR # 9612164201100757 & 9612164201100758).